Event description:
It was reported that patient underwent total knee arthroplasty on (B) (6) 2009. Subsequently, patient was revised due to infection on (B) (6) 2009 and the locking bar was removed. Additionally, the polyethylene bearing was removed and cleaned and placed back into the knee with antibiotic beads. Approximately one week later, the surgeon performed a procedure to remove and replace the polyethylene bearing and insert a locking bar.

Event description:
It was reported that patient underwent total knee arthroplasty on (B) (6) 2009. Subsequently, patient was revised due to infection on (B) (6) 2009 and the locking bar was removed. Additionally, the polyethylene bearing was removed and cleaned and placed back into the knee with antibiotic beads. Approximately one week later, the surgeon performed a procedure to remove and replace the polyethylene bearing and insert a locking bar.

Manufacturer narrative:
Device evaluated - only the locking bar was returned for evaluation, however, evaluation of the device cannot determine the cause of the infection. Sterilization certification for the device was reviewed. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Manufacturer narrative:
A notification letter was faxed to the user facility on january 26, 2010 to make them aware of this event. A response was received from the user facility via email on february 22, 2010 stating that a case review was completed. They determined that the event was not device-related.

Event description:
It was reported that patient underwent total knee arthroplasty in 2009. Subsequently, patient was revised due to infection seventeen days later, and the locking bar was removed. Additionally, the polyethylene bearing was removed and cleaned and placed back into the knee with antibiotic beads. Approximately one week later, the surgeon performed a procedure to remove and replace the polyethylene bearing and insert a locking bar

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.